Event description:
Customer stated that the device over-heated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device is available for eval. However, it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.